Event description:
Provider states that the attaching hardware that holds the adjustment handle on the cyclical one arm drive is falling apart and coming off. This is not a replaceable part therefore the whole assembly gets replaced. No additional information provided.